Manufacturer narrative:
Corrected b5: describe event/problem.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. A surgical procedure took place to remove all the components, perform a wash out and implant a new ipp. There were no device issues and no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection. A surgical procedure took place to remove all the components, perform a wash out and implant a new aus. There were no device issues and no additional patient complications.